Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "the right coil bent during the procedure." The patient's medical history included cesarean section and headache. Previously administered products included for an unreported indication: vicodin, depo-provera and mirena. Past adverse reactions to the above products included nausea with vicodin. Concurrent conditions included overweight, varicose veins and venous operation. Family history included deep vein thrombosis and varicose veins. Concomitant products included medroxyprogesterone acetate (depo provera) and phentermine since (B)(6) 2017. In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea cramping"), 1 month 18 days after insertion of essure. In 2013, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/prolonged menses/ abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and nausea ("nausea"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia/ dyspareunia painful sexual intercourse") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), constipation ("constipation/ gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), mood altered ("mood change during period/ hormonal changes describe: mood changes during period") and urinary tract infection ("urinary tract infection/ infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). In 2014, the patient experienced vein disorder ("preoperative right lower vertical vein systematic"). On an unknown date, the patient experienced procedural haemorrhage ("fallopian tube causing a lot of bleeding"), abdominal pain lower ("severe lower abdominal pain/cramping"), back pain ("severe back pain"), arthralgia ("hip pain / left knee pain"), rash pruritic ("topical rashes and itching"), vaginal infection ("vaginal infections"), abdominal distension ("bloating"), acne ("severe acne"), depression ("worsening of depression"), anxiety ("anxiety"), bladder disorder ("bladder problems/ bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), pain in extremity ("located in the left leg pain"), abdominal tenderness ("low belly tenderness") and complication of device insertion ("complication at the time of insertion") and was found to have weight decreased ("weight decreased"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, procedural haemorrhage, vein disorder, vaginal haemorrhage, bladder disorder, urinary tract disorder, alopecia, mood altered, urinary tract infection, headache, nausea, weight decreased, pain in extremity, abdominal tenderness and complication of device insertion outcome was unknown and the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, arthralgia, rash pruritic, vaginal discharge, vaginal infection, fatigue, constipation, abdominal distension, acne, depression, anxiety and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal tenderness, acne, alopecia, anxiety, arthralgia, back pain, bladder disorder, complication of device insertion, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, pain in extremity, pelvic pain, procedural haemorrhage, rash pruritic, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vein disorder, weight decreased and weight increased to be related to essure. The reporter commented: the right coil bent during the procedure, physician removed it and put in a new one. Physician said that the essure device hit the right side of the fallopian tube causing a lot of bleeding. Right side 2 coils, left side 5 coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram on (B)(6) 2014: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "the right coil bent during the procedure". The patient's medical history included cesarean section and headache. Previously administered products included for an unreported indication: vicodin, depo-provera and mirena. Past adverse reactions to the above products included nausea with vicodin. Concurrent conditions included overweight, varicose veins and venous operation. Family history included deep vein thrombosis and varicose veins. Concomitant products included medroxyprogesterone acetate (depo provera) and phentermine since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), 1 month 18 days after insertion of essure. In 2013, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/prolonged menses/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia/ dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), constipation ("constipation/ gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), mood altered ("mood change during period/ hormonal changes describe: mood changes during period") and urinary tract infection ("urinary tract infection/ infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). In 2014, the patient experienced vein disorder ("preoperative right lower vertical vein systematic"). On an unknown date, the patient experienced procedural haemorrhage ("fallopian tube causing a lot of bleeding"), abdominal pain lower ("severe lower abdominal pain/cramping"), back pain ("severe back pain"), arthralgia ("hip pain / left knee pain"), rash pruritic ("topical rashes and itching"), vaginal infection ("vaginal infections"), abdominal distension ("bloating"), acne ("severe acne"), depression ("worsening of depression"), anxiety ("anxiety"), bladder disorder ("bladder problems/ bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), pain in extremity ("located in the left leg pain"), abdominal tenderness ("low belly tenderness") and complication of device insertion ("complication at the time of insertion") and was found to have weight decreased ("weight decreased"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, procedural haemorrhage, vein disorder, vaginal haemorrhage, bladder disorder, urinary tract disorder, alopecia, mood altered, urinary tract infection, headache, nausea, weight decreased, pain in extremity, abdominal tenderness and complication of device insertion outcome was unknown and the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, arthralgia, rash pruritic, vaginal discharge, vaginal infection, fatigue, constipation, abdominal distension, acne, depression, anxiety and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal tenderness, acne, alopecia, anxiety, arthralgia, back pain, bladder disorder, complication of device insertion, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, pain in extremity, pelvic pain, procedural haemorrhage, rash pruritic, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vein disorder, weight decreased and weight increased to be related to essure. The reporter commented: the right coil bent during the procedure, physician removed it and put in a new one. Physician said that the essure device hit the right side of the fallopian tube causing a lot of bleeding. Right side 2 coils, left side - 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Case became serious incident, device removal information was added. Outcome was changed from dose not changed to drug withdrawn. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.